Manufacturer narrative:
The directlink was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number:3013886523-2020-00087. A facility reported a patient went for a walk and the icp monitor showed a ¿?¿ on the screen. Tried different cables, monitor and recalibrating, but the ¿?¿ was still showing, and it was decided to let it sit for a few hours. After that, the ¿?¿ went away and the patients icp was displaying on the screen.